Event description:
Rn called writer and informed me that rn was priming chemo tubing set with normal saline when she discovered it was leaking. No chemo was present in the IV tubing during this event, so it is not a chemo spill thanks to the rn's attentiveness to the priming process.